Event description:
During surgery, the roller or tip of the grooved barrel electrode burnt loose from the electrode and lodged in the pt's bladder. It was successfully removed with no apparent injury to the pt. The electrode has been returned for evaluation and co will perform an investigation in order to determine what could have caused the problem to occur.